Manufacturer narrative:
Initial

Event description:
It was reported that during a site change the ilet displayed an alert 38 indicating consecutive stalled motor events and would not complete a rewind despite multiple restarts, resulting in failure to infuse insulin; the user reverted to another pump, and the affected device component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified, with device performance indicating a failure to infuse related to the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.